Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse determined that the issue was caused due to the power supply. The fse visited the customer with a new power supply, however the fse found that the new power supply was also not working which was an out of box failure. This oob has been reported under mfg report number 2249723-2019-01597. Subsequently, the fse replaced the power supply once again with a new working power supply and performed all functional and safety tests which passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) was not switching on. There was no patient involvement, and no adverse event reported.